Manufacturer narrative:
E3 - other occupation: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. B and the heartmate 3 patient handbook, revision c, are currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ lists infection as a potential late postimplant complication. Both the IFU and patient handbook provide care instructions in regard to preventing infection. The IFU also provides suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from a refractory multiple organ failure (mof) and a sepsis developed under these circumstances. The patient passed away due to sepsis under mof. It was reported that driveline or device infection were not a root cause and that the patient was multi-morbid under palliative care. The outcome was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.